Event description:
This complaint is from the another country clinical study. The patient had target lesions in the mid and distal right coronary artery (rca). The mid rca had a vessel diameter of 2.8mm, was a type b2, de novo, eccentric, tubular and moderately calcified. The lesion length was 14.0mm. The distal rca had a vessel diameter of 2.8mm, was a type b1, de novo, concentric, focal, and slightly calcified. The lesion length was 20.4mm. The lesion at the distal end of the distal rca had the same characteristics and had a lesion that was 20.7mm in length. On september 17, 2006, the patient went in for an elective case. The distal end of the distal rca was pre-dilated with a balloon at 14 atms. Then a 3.0 x 23mm cypher stent was implanted at 20atms for 15 seconds and post-dilation was conducted with a balloon at 24atms. The proximal end of the distal rca was treated with a rotablator, then a 3.0 x 23mm cypher stent was implanted at 20atms for 15 seconds and the lesion was post-dilated with a balloon at 24atms. The mid rca was treated with a rotablator as well and a 3.0 x 18mm cypher stent was implanted at 20atms for 16-30 seconds, and the lesion was post-dilated with a balloon at 24atms. All three stents were implanted without a gap. Approximately five months post index procedure, the patient was hospitalized to receive treatment of heart failure due to cardiac depression and uncontrolled water elimination. Five months post index procedure, coronary angiography was performed and no restenosis was observed in the implanted cyphers. The patient was soon after discharged from the hospital. Approximately eleven months post index procedure, the patient was hospitalized with chronic arteriosclerosis obliterans for the left superficial femoral artery. At that time, coronary angiography was conducted and no abnormality was observed in the implanted cyphers. About a year and seven months post index procedure, coronary angiography was conducted and there was no abnormality observed in the implanted cyphers. Approximately a year and eleven months post index procedure, the patient developed cardio-respiratory arrest at the home and was transported to a hospital by ambulance, but deceased at the same day. Postmortem was not performed. The physician commented that the cause of death was heart failure. The patient was already in severe deterioration of heart function. The physician noted that this was not related to the cyphers. The patient's medication included the following: heparin, aspirin, ticlopidine hydorchloride and isosorbide mononitrate.

Manufacturer narrative:
Please note: this cypher sirolimus-eluting coronary stent is distributed outside of the united states. However, it is similar to the united states cypher sirolimus-eluting coronary stent. This is one of three products involved with this adverse event in which associated manufacturer report numbers are 9616099-2007-00610, 9616099-2007-00611 and 9616099-2007-00612. Additional information will be submitted upon 30 days of receipt.